Event description:
It was reported that the patient's ipg became unable to communicate with external device. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Date of event is estimated. Correction: section b1-product problem was inadvertently checked off in initial report. Correction: section h10- the statement date of event is estimated was inadvertently omitted from initial report. Correction: section h6- the health effect - clinical code should have been 2388 - inadequate pain relief rather than 2388 - inadequate pain relief and 1924 - failure of implant. Correction: section h6- the medical device problem code should have been 2017 - improper or incorrect procedure or method rather than 3283 - wireless communication problem.

Event description:
Additional information indicates the patient stopped charging their ipg as recommended since the patient was unable to connect. Additional information also indicates that surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.